Manufacturer narrative:
(B)(4) - (part of tome tip deformed). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04026 for the associated device information. It was reported to boston scientific corporation on (B)(6), 2009 that two rx allscope sphincterotomes were used a during an endoscopic retrograde cholangiopancreatography procedure on a (B)(6) female patient. According to the complainant, during unpacking of the products, the physician noticed that part of the tip of the rx allscope sphincterotome was metamorphosed (deformed) and the jagwire would not pass through the guidewire channel of either tome. The procedure was completed successfully with a third rx allscope sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."